Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Based on the available data during further investigation, the root cause was determined to be a pipetting error.

Event description:
The customer complained of erroneous results for one patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. Based on the data provided, erroneous free psa (free psa) results were also identified from the samples tested for total psa. Erroneous total psa results were reported outside of the laboratory. It is not known if erroneous free psa results were reported outside of the laboratory. On (B)(6) 2015, the initial total psa result was 0.041 ng/ml. The initial free psa result was 0.016 ng/ml. The total psa result was released from the laboratory where it was questioned. The patient has a history of high total psa and this result was thought to be incorrect. The sample was repeated on (B)(6) 2015 with a total psa result of 4.57 ng/ml and a free psa result of 0.589 ng/ml. The sample was repeated on (B)(6) 2015 with a total psa result of 4.60 ng/ml and a free psa result of 0.610 ng/ml. A new sample was obtained on (B)(6) 2015 and tested twice. The total psa results were 4.61 ng/ml and 4.68 ng/ml. The free psa results were 0.927 ng/ml and 0.929 ng/ml. The total psa result of 4.61 ng/ml was reported outside of the laboratory. No adverse event was reported. The total psa reagent lot number was 176927 with an expiration date of 06/29/2015. The free psa reagent lot number was 178872. The expiration date was not provided. Quality control test results were within the acceptable range. Weekly maintenance had expired on the instrument. The root cause may be related to a pipetting error.